Event description:
On (B)(6) 2011, the pt was reported to have swallowed a manual screwdriver. On the same day, the pt went to the local hospital where it was determined by x-ray that the tool had fallen into her stomach (intestinal system) and stuck there. Approx two weeks later, the pt went to the hospital and was admitted, where she stayed for 6 days ((B)(6) 2011). The tool had to be surgically removed and the pt's appendix was also removed. The pt was reported to be experiencing some discomfort in the incision area. Due diligence has been conducted to positively identify the part number and manufacturer of the tool in question. Correspondence with the manufacturer of similar tools for nobel biocare has revealed that they are not able to confirm the manufacture of this tool. However, based upon visual and dimensional similarities, the decision has been made to report this incident.